Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and found that the bios battery of the host-pc was too low to boot up the system. The fse replaced the bios battery and the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot boot up. Upon functional testing, the fse found that the bios battery of the host pc was too low to boot up. To resolve this issue, the philips engineer replaced bios battery of host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.